Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the rv tip seal plug was damaged; all other seal plugs were intact. While the device header was confirmed to be loose, it remained attached to the device case. Compositional analysis completed on two sample areas where the header was loose from the device case verified a uniform layer of medical adhesive on the header and very little medical adhesive on the titanium case. The contamination observed in the field did not appear to be caused by the loose header, but was likely due to blood infiltration through the damaged seal plug. Pin gauge testing was performed on the all ports, with normal results. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Manual impedance testing produced measurements that were within normal range. Pacing and shock therapy remained available. The high rv pacing impedance issue that was observed could not be confirmed with laboratory testing.

Event description:
Boston scientific received information that during a revision procedure for the right ventricular competitor lead that had a gradual increase in impedances up to greater than 2,000 ohms; this cardiac resynchronization therapy defibrillator was noted to have a 'break' at the connection filled with blood. In addition, the device header was loose and filled with blood. The left ventricular and atrial lead measurements were within normal measurements and the lead remained implanted. Difficulty was experienced when extracing the device out of the pocket from under the muscle. The device had been implanted with the label facing up. The device was eventually removed, replaced, and returned for analysis. No additional adverse patient effects were reported.